Manufacturer narrative:
The t:slim user guide states, "your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds". Follow up: 1/30/2016: customer later reported that bg level decreased to 300 (mg/dl). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 600's (mg/dl). Customer delivered boluses and changed supplies to address elevated bg level; however, bg levels did not return to target range. Troubleshooting with tandem technical support indicated pump was performing as intended; however, a review of pump data showed multiple auto-off alarms. Reportedly, customer dismissed alarms. Customer was reminded that the auto-off safety feature can be modified or turned off. Recommendation was made to discuss pump settings with health care provider.